Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Since serial number of the valve involved in this event was not provided, review of the manufacturing documents could not be performed. The manufacturer was notified that no further information will be provided regarding this event. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that a perceval sutureless aortic heart valve (model # and serial # unknown) was implanted in the patient on (B)(6) 2016. Reportedly, the patient went under tavi on (B)(6) 2020. No further information is available at this time.

Manufacturer narrative:
Tavi performed.